Event description:
A report was received that during a routine reprogramming, the physician noticed that the pt had a lead wire close to the suface of her scar. The physician recommended revision to avoid wearing of the skin.